Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that it had a bent foot plate. It was determined that this was due to improper assembly of cutter and attachment to the motor. The assignable root cause was determined to be due to component damage caused by misuse / abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the foot on the craniotome device was bent. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.